Event description:
The clip came out when the surgeon squeezed the handle, but would not clip on to the tissue. Surgeon used another clip applier without incident. No patient harm.what was the original intended procedure?laparoscopic cholecystectomy.device #1is this a laboratory device or laboratory test?no.